Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax endoscope model ec38-i10cl. In the event reported, the user stated that illumination malfunction. The event timing is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. The device was return to pentax for further evaluation on service order 3138057 where the user narrative was confirm. The device is in the process of being repaired and will be returned to the user upon completion. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the control body corroded and fluid damage. Based on the result, we concluded that it was caused due to worn out. In addition, we confirmed that the operation channel cut, the cmos-m w/drive pcb fluid damage, the led blackout, the light guide cable fluid damage, the lg cable connector fluid damage, and the lg cable connector corroded. Correction information: g6: follow up #1; h2: type of follow up; h6: coding changed based on the investigation result. Additional information h4: device manufacture date.